Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that there were some tears in the y-piece of the rt266 neonatal breathing circuit after the use of an rt062 adaptor. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt266 neonatal breathing circuit is currently on its way to fisher & paykel healthcare in (B)(4) for investigation. A follow-up report will be submitted upon completion of this investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the swivel wye was cracked. A scuff mark was also noticed near the location of the crack. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine what has caused the swivel to crack. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. This suggests that the complaint circuit became damaged during use. The user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. This product is intended to be used for a maximum of 7 days.

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare representative that there were some tears in the y-piece of the rt266 neonatal breathing circuit after the use of an rt062 adaptor. No patient consequence was reported.